Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a stone cone nitinol urological retrieval coil was used for a rigid ureteroscopy and extraction of calculus procedure performed on (B)(6), 2009 (patient age, gender, and weight are unknown.) According to the complainant, the retrieval coil wire and sheath "separated on initial deployment." Consequently, there was difficulty closing the retrieval coil. The procedure was successfully completed using a different device. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
According to the complainant, no part of the device detached inside the patient. The sheath did not separate from the handle hub and no other portion of the sheath was noticed to be damaged. It is unknown if the wire and/or coil was damaged. No stone was present in the device when the malfunction occurred, and the surgeon was able to withdraw the device from the patient without an additional retrieval device. The device was not reused or reprocessed, and was used for treatment. There were no patient complications reported as a result of this event. The patient's current condition is "unknown, however the failure of the stone cone has not affected the patient's prognosis."

Event description:
It was reported to boston scientific corp on (B)(6), 2010 that a stone cone nitinol urological retrieval coil was used for a rigid ureteroscopy and extraction of calculus procedure performed on (B)(6), 2009. According to the complainant, the retrieval coil wire and sheath "separated on initial deployment." Consequently, there was difficulty closing the retrieval coil. The procedure was successfully completed using a different device. Several attempts have been made to obtain additional pt and event info. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).